Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient experienced mild intrinsic sphincter deficiency and stress urinary incontinence. The patient underwent cystoscopy with monarch transobturator sling implantation on (B)(6) 2011. No additional information was provided. (B)(4) - mild intrinsic sphincter deficiency.

Manufacturer narrative:
The patient underwent the concurrent procedure of endometrial ablation during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, organ perforation and vaginal scarring. It was reported that the patient underwent removal of extruding mesh on (B)(6) 2006 due to mesh erosion. It was reported that the patient underwent explant of eroded mesh and had complex multilayered urethroplasty on (B)(6) 2011 due to erosion of mesh into distal urethra. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent takedown and reversal of colostomy, partial colectomy with low pelvic anastomosis, repair of recurrent left lower quadrant parastomal hernia, placement of strattice mesh for a recurrent hernia repair on (B)(6)2014 at (B)(6) medical center. It was reported that patient underwent hardware removal x1, symphysis and removal of ectopic bone over symphysis pelvis on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital due to painful symphysial plate s/p pelvic fracture. It was reported that patient underwent exploratory laparotomy, hartmann procedure with left upper quadrant end colostomy, drainage of abscess, removal of infected mesh, mobilization of splenic flexure on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to recent lap. Repair of stoma hernia site, intra-abdominal abscess and subcutaneous air. It was reported that patient underwent takedown and reversal of colostomy, partial colectomy with low pelvic anastomosis, repair of recurrent left lower quadrant parastomal hernia, placement of strattice mesh for a recurrent hernia repair on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center due to hx of perforated sigmoid colon, s/p hartmann procedure with colostomy, recurrent stomal hernia in the left lower quadrant.